Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances of greater than 125 ohms on the right ventricular (rv) lead. In addition, sensing had gone from 18 mv at implant to 2-5 mv and pace impedances decreased from 800 ohms at implant to 364 ohms. A lead issue could not be confirmed as no noise episodes were seen. The patient was brought in and the rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.